Event description:
Customer reports obtaining back to back results of 121 mg/dl and 300's mg/dl on the compact system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.